Event description:
During in situ measurements it was not feasible to measure impedance values. No further info is available at this time.

Manufacturer narrative:
UDI code not available for this device. The device has not been explanted if it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.